Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the surgery, 2 plates and a screw were broken and couldn't be used normally. The procedure was completed with backup product(s). The patient's status at the time of the report was alive-no injury.